Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6) hospitalier . Phone: (B)(6) block h6: imdrf device code a15 captures the reportable event that the clip did not detach from the cable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip did not detach from the cable. The physician had to pull on the cable during the maneuver, and the clip was removed with the cable without harming the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.